Event description:
The patient reported that years prior, there were two or three episodes where the device had not delivered a shock when it should have. The patient had been hospitalized due to irregular heartbeats at the time and the monitor indicated episodes were the device had not shocked the heart. The patient indicated having a sharp chest pain and was unable to move during one of the episodes. The physician had noted that the heart had stopped for six to seven seconds. It was reported that the device was checked and "reset" at the time. Follow up to determine if the pauses were device related were unsuccessful. The device has since been removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.